Event description:
A male pt contacted lifecor customer support to report that the system kept alarming to "check belt". The pt checked the garment and it was snug. He stated that no electrodes were flipped over. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a defective cable from ECG to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be caused by stretching of the cable due to pt use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.